Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient receiving therapy via an implantable infusion pump. It was reported that the patient no longer had an active pump. Since 2014 the pump ¿just stopped pumping¿ and the patient had no withdrawal symptoms and had been fine ever since.

Event description:
Additional information was received from a consumer. There was nothing the patient could ¿pinpoint¿ that led to the pump not pumping the physician extracted nearly all the medication. The pump was filled again and the next month the physician extracted all the medication. There were no ill effects from the pump stopping.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.